Event description:
This is the second of two reports on the same event involving two lenses. Refer to medwatch 1314956-2011-0010 for a description of the first part. Patient had been wearing proclear multifocal toric lenses and was doing well. Patient received replacement supply and noted blurred vision and irritation. Patient put in another set of lenses with no change of symptoms. Patient discontinued contact lens wear and wore glasses for three days. Patients eyes were painful with increased light sensitivity. On (B)(6) 2011, patient was diagnosed with keratitis. Patients best corrected visual acuity went from 20/25 to 20/30 in the right eye. On (B)(6) 2011, patient had a follow-up and best corrected visual acuity was up to 20/30 (-) for the right eye. Patient was using optifree replenish and wearing the contacts on a daily wear basis. Practitioner feels patient possibly had tight lens syndrome.

Manufacturer narrative:
This is the second of two reports on the same event involving two lenses. Refer to medwatch 1314956-2011-0010 for a description of the first part. This incident was reported by the eye care practitioner directly to coopervision. Method: six (6) lenses were returned. Three (3) lenses were unopened and three (3) were opened. The device was examined for visual defects and measured for parameters. Results: a review of the manufacturing records for the device found nothing to indicate that the device contributed to the incident. A review of the complaint database found no other complaints related to this lot. Conclusions: upon quality analysis, the lenses were found to be within specified manufacturing standards. No failure was detected. No conclusion can be drawn. This is being reported as keratitis with a reduction in best corrected visual acuity. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.